Event description:
A cartridge change error was reported in the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through inspecting the cartridge and cleaning debris from the pump's pneumatic tap area. After replacing and refilling the cartridge with assistance, the customer successfully completed the loading process and resumed insulin delivery.